Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows one of the ends of the device was bent/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear damage resulting from repeated prying/leveraging, and extended use of the device in the field.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, it was reported by a sales representative via (B)(4) that an ar-13203-12 osteotome was damaged during use. Discovered during reprocessing with no patient effect.